Manufacturer narrative:
It was reported by the hospital contact that the embolic coil of the complaint orbit galaxy (640cx3575/(B)(4)) was prematurely detached in the headway microcatheter (terumo, type unknown) during the delivery. According to the physician, it was possible that the assistant physician might have pulled back the embolic coil into the microcatheter more forcibly than usual. The detached coil was recovered from the microcatheter, and subsequently ed coils (kaneka medix, type unknown) were used. The target lesion site was successfully embolized with 5 coils (details unknown), and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no report of any resistance experienced during advancement of the coil. No visible defect/damage was noted on the product prior to the event. Due to the fact that the patient was a hbv carrier, the complained product has already been disposed. No further information is available. The procedure was the coil embolization to treat the sah occurred at the ic-pc. The patient was a (B)(6) year-old male, whose vessels were heavily tortuous but the level of calcification was unknown. A chikai (asashi intecc), okay ii (goodman), and a dcs syringe ii (lot unknown) were used for this procedure. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by the hospital contact that the embolic coil of the complaint orbit galaxy (640cx3575/15952977) was prematurely detached in the headway microcatheter (terumo, type unknown) during the delivery. According to the physician, it was possible that the assistant physician might have pulled back the embolic coil into the microcatheter more forcibly than usual. The detached coil was recovered from the microcatheter, and subsequently ed coils (kaneka medix, type unknown) were used. The target lesion site was successfully embolized with 5 coils (details unknown), and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no report of any resistance experienced during advancement of the coil. No visible defect/damage was noted on the product prior to the event. Due to the fact that the patient was a hbv carrier, the complained product has already been disposed. No further information is available. The procedure was the coil embolization to treat the sah occurred at the ic-pc. The patient was a (B)(6) male, whose vessels were heavily tortuous but the level of calcification was unknown. A chikai (asashi intecc), okay ii (goodman), and a dcs syringe ii (lot unknown) were used for this procedure.

Manufacturer narrative:
It was reported by the hospital contact that the embolic coil of the complaint orbit galaxy (640cx3575/15952977) was prematurely detached in the headway microcatheter (terumo, type unknown) during the delivery. According to the physician, it was possible that the assistant physician might have pulled back the embolic coil into the microcatheter more forcibly than usual. The detached coil was recovered from the microcatheter, and subsequently ed coils (kaneka medix, type unknown) were used. The target lesion site was successfully embolized with 5 coils (details unknown), and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no report of any resistance experienced during advancement of the coil. No visible defect/damage was noted on the product prior to the event. Due to the fact that the patient was a hbv carrier, the complained product has already been disposed. No further information is available. The procedure was the coil embolization to treat the sah occurred at the ic-pc. The patient was a (B)(6) male, whose vessels were heavily tortuous but the level of calcification was unknown. A chikai (asashi intecc), okay ii (goodman), and a dcs syringe ii (lot unknown) were used for this procedure. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: chikai (asashi intecc), a headway (terumo, type unknown), okay ii (goodman), and a dcs syringe ii (lot unknown), ed coils (kaneka medix, type unknown), 5 coils - details unknown.